Manufacturer narrative:
The ipg was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ipg were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The memory content of the device as well as the returned device data were inspected. During the inspection the clinical observation could be confirmed. Increased atrial and right ventricular pacing impedances of >3 kohm have been documented since the time of implantation. Next, the header of the ipg was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The dimensions of the header bores were measured and proved to be within specifications. A is-1 and df-1 test lead was introduced in the corresponding socket and could be contacted properly. There was no material or manufacturing problem. The impedance measurement functions of the device were thoroughly tested. Different load resistances were subsequently attached to the ipg and the device measurements in bi- and unipolar configuration proved to be normal and as expected. There was no indication of a device malfunction. Furthermore, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device was fully functional. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications.

Event description:
The device was explanted due to high pacing impedance. No adverse patient events were reported. Should additional information be received, this file will be update.